Event description:
The nurse stated that a stretcher was bumped and the siderail fell. The patient's arm was hit by the siderail but there was no injury.

Manufacturer narrative:
The account does not know which stretcher was involved in the event, but the facility indicated a lot of their stretchers have done this in the past. The account has not responded to the hill-rom technician's attempts to investigate the event.